Manufacturer narrative:
Device remains implanted.

Event description:
The patient with a baseline of a modified rankin scale (mrs) of 0 and national institute of health - stroke scale (nihss) of 0 underwent stent assisted balloon angioplasty of the 70 % stenosed vertebral basilar junction. It was reported that during the procedure in-stent thrombosis occurred. Medical treatment was performed by administration of reopro (unknown dosage). The event was resolved without residual effects. There were no immediate post procedure patient complications. The patient was discharge on the third day with mrs of 0 with no neurological symptoms. In the physician¿s opinion, the event was related to the device.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis is known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient with a baseline of a modified rankin scale (mrs) of 0 and national institute of health - stroke scale (nihss) of 0 underwent stent assisted balloon angioplasty of the 70 % stenosed vertebral basilar junction. It was reported that during the procedure in-stent thrombosis occurred. Medical treatment was performed by administration of reopro (unknown dosage). The event was resolved without residual effects. There were no immediate post procedure patient complications. The patient was discharge on the third day with mrs of 0 with no neurological symptoms. In the physician¿s opinion, the event was related to the device.